Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 03-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 10-sep-2024 regarding the follow up to confirm that the patient did not have a stroke. The response received was that there was no adverse event reported. The manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the physician reported char on the tip of the catheter. The surgery was delayed by ten minutes and the procedure was successfully completed. There was no patient consequence. On 31-jul-2024, additional information was received, and it was indicated that the char was located on the tip electrode. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated. The activated clotting time (act) was 257 and 320. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considered the char /coagulum/thrombus/clot as excessive and considered the amount observed caused a potential risk to this patient (stroke). There were no error messages, and the physician did not see any product problem. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. With the additional information received, this was assessed as MDR reportable product deficiency with an awareness date of 31-jul-2024. Follow up was requested to confirm that patient did not have a stroke. If further information is received, the complaint will be re-assessed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the physician reported char on the tip of the catheter. The surgery was delayed by ten minutes and the procedure was successfully completed. There was no patient consequence. On 31-jul-2024, additional information was received, and it was indicated that the char was located on the tip electrode. There were no issues related to temperature and flow on the catheter. The patient was anticoagulated. The activated clotting time (act) was 257 and 320. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considered the char /coagulum/thrombus/clot as excessive and considered the amount observed caused a potential risk to this patient (stroke). There were no error messages, and the physician did not see any product problem. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. With the additional information received, this was assessed as MDR reportable product deficiency with an awareness date of 31-jul-2024. Follow up was requested to confirm that patient did not have a stroke. If further information is received, the complaint will be re-assessed. Device investigation details: visual analysis revealed no damage or anomalies on the device. No char / thrombus residues were identified during the visual inspection. A microscopic examination was performed and the irrigation holes were clean. No foreign material were identified. A temperature and impedance test were performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot: 31321083l and no internal action related to the complaint was found during the review. The char / thrombus issues reported by the customer were not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).